Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 454 mg/dl, but the sensor glucose reading was 116 mg/dl. The customer stated that she previously had trouble with sensors that would not stick and skin irritation. The customer also stated that she had been receiving low alerts, but actually had a blood glucose level of 500 mg/dl on the night before the call. The customer was advised as to the proper sensor usage techniques. The sensor was not replaced or returned for analysis.